Event description:
It was stated that the needle fell off during use with a patient. Multiple scenarios were reported in which medication leaked out the side of the needle. Staff attempted to administer the medication, but the needle fell off during the process. In one case, the needle became stuck in a patient¿s abdomen after injection. In another scenario, a nurse drew up medication, and when was removed the needle from the vial, the medication sprayed out and hit the face. The medication most commonly involved was heparin used for subcutaneous injections. No patients were harmed in any of the cases. There were patient involvement and no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.